Event description:
A malfunction alarm was reported by the customer, specifically displaying malf 6. There were no notable events prior to the issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump with instructions to call back if the issue recurred.